Manufacturer narrative:
Advanced bionics considers the investigation into this adverse event as closed. The external visual inspection revealed that the array was severed, and broken electrode wires in the large tubing. This is believed to have occurred curing revision surgery. The photographic imaging inspection confirmed broken electrode wires in the large tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed some of the mechanical tests performed. The helium leak test results exceeded testing limits. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device has nitrogen that exceeded testing limits. Based on an assessment of the helium leak test data, it is determined that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feed thru seals. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this adverse event as closed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site that lead to device extrusion. Explant surgery occurred on (B)(6) 2021. The infection is resolving.

Manufacturer narrative:
The recipient's infection has resolved. The recipient will not be reimplanted.